Event description:
It was reported that a flogard pump experienced a constant occlusion alarm. It was not specified at what step this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log and functional testing identified the reported downstream occlusion alarm. The cause was determined to be that the safety clamp was out of calibration. To address this issue the safety clamp assembly was replaced. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.